Event description:
Analysis of the generator was completed on (B)(4) 2013. Analysis of the generator confirmed a pulse-disabled condition. The battery measured 1.987 volts, verifying an eos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator that would affect device performance.

Event description:
It was reported that during interrogation of the device the day of generator replacement surgery an eos < vbat, pulse disabled warning message was observed. The output current was noted to be at 0ma. It was reported that the patient underwent generator replacement on (B)(6) 2013 due to end of service. The generator was returned to device manufacturer for analysis on (B)(6) 2013. Product analysis is underway; however, has not been completed to date. The implant card was received which confirmed the date of replacement as (B)(6) 2013 for neos = yes. The lead impedance was marked "ok".

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient experiences more frequent seizures. The notes indicate that vns therapy has made the patient functional; however, every three weeks the patient experiences a generalized tonic seizure. It was noted that the patient can fall, but that the falls are rare. The longest seizures last about three minutes. It was noted that twice a day a shorter event occurs as a partial seizure where he kicks his leg, loses bladder control and grunt. It was noted that the vns was at neos = yes, 2384 ohms and that replacement is recommended. The patient's oxcarbazepine was increased at this visit. The patient has been referred to surgery; however, the surgery has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.